Event description:
It was reported that during a da vinci s hysterectomy procedure, wires were sticking out of the tip of the permanent cautery hook instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed fraying of one pitch cable at the proximal idlers. The tip can still move, however, movement may not be precise. Engineering also found the conductor wire to present exposed wires at the proximal idlers (opposite side of cable fraying). Charring and burned plastic can be seen at the distal clevis' base, which is in contact with the damaged section of the wire and next to the pitch cable tract. Electrical continuity passed. No other damage found. The charring and burnt plastic indicates an arcing event occurred.